Manufacturer narrative:
Pending evaluation.

Event description:
It was reported that this 59 y/o male patient's left knee was revised due to loosening. The surgeon removed the loose sz 4 high flex ps femur, liner, and tibial tray. He revised them to logic cc components. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: d1/d2a/d2b, h6 . PMA 510k cannot be determined; device is unknown. MDR section codes updated/corrected: b, c, d, e. The reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening and tibial loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.